Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® z (no additive) plus urine tube there was an incorrect color cap on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. The evaluation of these photos indicated that an incorrect cap (pink) had been applied to the urine tube (tan). Upon inspection of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® z (no additive) plus urine tube there was an incorrect color cap on one device. No adverse impact was reported regarding the patient or user.